Event description:
It was reported that at routine follow-up there was found to be no right ventricular (rv) capture at maximum output. Undersensing was also observed, along with an increase in rv impedance, from 600 ohms to 1,300 ohms. Subsequent x-ray imaging revealed that the rv lead had dislodged. The lead was successfully repositioned on (B)(6), 2025 and remains in service.